Manufacturer narrative:
Additional information was received on january 12, 2018. The generator was in power control mode with a power of 30 watts. The foot pedal was stuck and the user was able to stop ablation using the stop button. In addition, a root cause analysis report was received by device manufacturer on january 26, 2018. The device was evaluated and no error was found. Device was within specification. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction was found on the device. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on february 20, 2018. When the foot pedal was pressed the generator started to ablate immediately. There was no magnetic system inside the operating room. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a ep shuttle generator and there was a foot pedal issue. The foot pedal would not stop ablation when surgeon wanted to stop it, he need to push several times on the foot pedal for the ablation to stop. The case was complete with the same device. There was no patient consequences. Since the generator foot pedal did not stop ablation when desired, this causes potential risk to the patient.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a ep shuttle generator and there was a foot pedal issue. The foot pedal would not stop ablation when surgeon wanted to stop it, he need to push several times on the foot pedal for the ablation to stop. Defective device was not shipped for analysis. Complaint was unable to be confirmed. New foot pedal was replaced and issue was resolved. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).